Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was not observed.

Event description:
It was reported that the bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes had a problem when the machine couldn't open the shield.